Manufacturer narrative:
The ge representative performed an on site investigation. The circuit boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up properly and is not producing usable images. No report of patient injury.